Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 254 mg/dl, 134 mg/dl, and 98 mg/dl. Test strips were not properly coded. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.